Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 98% stenosed, 13mm x 3.0mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. A 16 x 3.00 rebel bms stent was advanced for treatment. However, the device was having difficulty reaching the target lesion. The device was completely removed from the patient's body without any issues. It was then noted that the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.